Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures' such as valve frame damage or compromised sheath and delivery system components' as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was empirically confirmed based on information received to date. Available information suggests user technique/user error (sheath insertion technique) and/or procedural factors (high push force) likely contributed to the event as the sheath was not hubbed to the skin prior to valve advancement through the sheath, as reported. Improper sheath insertion technique can contribute to increased resistance during delivery system advancement by promoting device instability, steep insertion angles and/or non-coaxial alignment between devices. Such techniques may include incomplete sheath insertion, lack of secure fixation, or positioning of the fully expandable portion outside the vasculature. These conditions can exacerbate the push force and promote unfavored interactions between devices (e.g. Crimped valve catching on inner sheath lumen) and lead to frame damage (i.e bent struts). Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 29mm sapien 3 ultra resilia valve in the aortic position, 16fr esheath, commander and valve prepped per IFU. Valve inserted into the esheath (sheath was not hubbed to the skin and prompted team to hub but they did not want to do that) and noted to have high force. Instructed team to look with x-ray where valve was having issues. It was noted that the valve was canted in the sheath. They tried to pull back to straighten and then push forward and valve kept getting stuck in the same area. New sheath prepped and old system taken out as one unit. New sheath inserted (hubbed to skin) and old system noted on back table to have a small puncture site in the light blue portion of the esheath and that is where I could see a metal prong. New commander and valve prepped and inserted without issues. Upon follow up, the fcs advised that the esheath was inserted without difficulty, using the expansion tool, and the loader was fully inserted. Access was obtained on the right side, and the sheath was not inserted at a steep angle. The delivery system ultimately became stuck near the light blue section of the esheath, where a small pinhole exposed a metal strut, similar to the reference photos. The system was removed as a single unit. All device preparation including thv crimping and delivery system setup was performed per IFU, and no patient injury occurred. The patient remained stable. Resistance was felt when inserting the delivery system into esheath, but no issues occurred during the crimping phase. The perceived root cause was that the sheath had not been fully hubbed to the skin. The device was discarded and not returned for evaluation.

Manufacturer narrative:
This is 2 of 2 reports. The investigation is ongoing.